Manufacturer narrative:
A system log review did not reveal any system errors that would have caused or contributed to the reported event. However, the system logs reveal a single joint position error on universal surgical manipulator (usm) #2 occurred which is consistent with the reported inability to open the jaws of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) confirmed the customer reported complaint. The broken grip cable at the proximal end (housing) caused the grips cables to become loose at the distal end.

Event description:
It was reported that during a da vinci assisted inguinal hernia repair, a wire in the wrist of the force bipolar instrument came out while clamping tissue and the instrument jaws would not open, even after using the "emergency key." The procedure was completed robotically with no injury. Follow up with the robotics coordinator (roco) confirmed another instrument was used to open the jaws and release the tissue with no injury.